Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted during testing. No unlocked keypad connector during the visual inspection. The insulin pump was received with normal operating currents and no unexpected weak battery, bad battery or battery out limit alarms were noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 410 mg/dl. In the alarm history there were alarms for weak battery, bad battery, and battery out limit. The caller stated that, the night prior to the phone call, the battery was removed and left the battery out until the day of the phone call. The discontinuation of the device was advised. Nothing further was reported.